Manufacturer narrative:
Product complaint # : (B)(4). No device was received for examination, therefore the reported event could not be confirmed. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was reported that the 4 in 1 cutting block was used to make chamfer cuts. Medial and lateral pin holes were pre-drilled and 2 pins (smooth) were placed during sawing. Pins were vibrated forward into the patient's femur unbeknownst to us. The pins were never removed as they were believed to have come out. They were discovered after implants were cemented in place. Pins were left in the patient as they look to be secured. No surgical delay noted.